Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical records review: the patient with history of pulmonary embolus with contraindication to anticoagulation had an inferior vena cava (ivc) filter deployed below the renal veins. Approximately ten years two months post filter deployment, CT scan performed for complaint of right-sided abdominal pain demonstrated filter legs projected external to the wall of the ivc with the most anterior leg abutting the third duodenal wall with no evidence of wall thickening or other abnormality. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and immobility/hematoma secondary to trauma. At some time post filter deployment, it was alleged that filter limbs perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.